Event description:
Additional information received - the icl was implanted in the paitent's right eye (od) on (B)(6) 2007. An anterior cataract was noted in the patient's eye on (B)(6) 2007.

Manufacturer narrative:
Explanted date - unk. Method - medical review. Results - medical review - patient underwent implantation of the icl at age (B)(6). The icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Conclusions - based on the complaint history, work order search and medical review, a likely root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens and the patient has developed a cataract. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the (B)(4) trials, approximately (B)(4) of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only (B)(4) progressed to clinically significant cataract during the same period. Conclusions (no conclusion can be drawn): based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem: patient: (B)(4) - cataract, induced. Device: (B)(4) - device remains implanted. Device evaluated by manufacturer? No. (B)(4) lens remains implanted. Evaluation: conclusions - (B)(4) (no conclusion can be drawn): based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.